Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper method-used after damage. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issues, gripper line break and the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip was implanted, with some reduction of the mr. The second clip was advanced to the left ventricle. The grippers could not be raised or lowered and it was determined that the gripper line broke; however, the decision was made to implant the clip. Leaflet insertion was confirmed on echocardiogram and the clip was deployed; however, post deployment, a slda was noted, with the clip attached only to the anterior mitral leaflet. A third clip was implanted to stabilize the detached clip and mr was reduced to grade 2. The patient was in stable condition post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported gripper actuation issue could not be replicated in a testing environment as the clip was deployed and was not returned. However, as the gripper line was returned broken, the reported gripper line break was confirmed. Also, the reported single leaflet device attachment (slda) could not be replicated in a testing environment as it was related to procedural conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported gripper actuation issue appears to be related to the gripper line break; however, the investigation was unable to determine a definitive cause for the gripper line break. The user not reporting any issues with gripper actuation during device preparation, indicates that the gripper line was initially intact and functioning properly. The gripper line break resulting in the gripper actuation issue; however, subsequently resulted in the reported single leaflet device attachment (slda), as the leaflets were not grasped properly; thus, the slda is related to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, additional information was provided, which indicated that the gripper actuation issue occurred before leaflet grasping. The procedure continued with the broken device as it was not possible to invert the clip and retrieve it safely, due to the risk of the clip becoming caught in the leaflets/chordae and causing tissue damage. No tissue damage occurred. No additional information was provided.